Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the patient is also known to have been non-compliant with antibiotic therapy in the past. There are possible patient and pharmacological that may have contributed to this event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was seen at his outpatient clinic and was noted to have a "raging infection" of his driveline (dl) exit site. The site was noted to have worsening purulent drainage and tenderness. Laboratory testing was reported to be within normal limits at that time. Of note, the patient was on chronic oral doxycycline for ongoing dl exit site infections and has a history of stopping these medications. The patient was admitted to hospital for further evaluation. Infectious disease was consulted for possible changes to the patient's antibiotic therapy. The patient is reported to have undergone a successful incision and debridement of the site on (B)(6)2017. Cultures of the surgical site were obtained and their results are pending. As of the date of this report, the patient remains in hospital. No further information has been provided.